Manufacturer narrative:
(B)(4). Any additional information received from the customer will be included in a follow-up report. (B)(4). The customer reported the suspect component is available for analysis and an return good authorization (rga) has been issued. At this time, carefusion has not received the suspect component for evaluation.

Event description:
The customer reported while using the vela ventilator; the unit alarms vent inop (inoperable). The customer reported the unit is presenting post dac (digital-analog-count) or adc (analog-digital count) error in the events window. At this time, it is unknown whether there is patient involvement associated with the event.